Event description:
Report rec'd from abbott international affiliate (abbott france) that states: "disconnection of the daf intravenous set resulting from no special effort from the report. The male part of the luer lock was detached and fell down. It was discovered by chance by the nurse. Important amount of blood on the floor. Loss of 4 g/dl of hemoglobin on the blood count performed after the incident. Disconnection just before luer lock of the set." No add'l info was available.